Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was transported by ambulance to the hospital due to high blood pressure and was told they were borderline diabetic ketoacidosis (dka) and dehydrated. The ilet and cgm were removed during hospitalization, and the user was treated with intravenous insulin. The user was discharged on (B)(6) 2025 and subsequently reconnected to the ilet at home.